Event description:
The customer reported that the 840 ventilator display is intermittent. No patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested the touchframe and the cable be replaced. Covidien was not authorized to service the device.